Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("perforation:left ovary"), device dislocation ("migration of the implant / migration of essure device: left ovary") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (ess205) (batch no. 624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disorder, anxiety disorder and endometriosis. Previously administered products included for an unreported indication: zomig, tizanadine, zanaflex, ferrous sulphate, topamax and tramadol. Concurrent conditions included body mass index normal. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced weight increased ("weight gain"). On (B)(6) 2007, 1 month after insertion of essure (ess205), the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts") and dyspareunia ("dyspareunia"). In february 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea") and perineal pain ("perineal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the ovarian perforation, device dislocation, ovarian cyst, alopecia, migraine, depression, anxiety, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, headache and perineal pain outcome was unknown and the genital haemorrhage had resolved. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, ovarian perforation, perineal pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - -new events "abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea, dyspareunia, headaches, perforation:left ovary, perineal pain" were added. Lot number was added. Product implant date was updated. New reporter were added. Historical conditions and medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant / migration of essure device: left ovary"), embedded device ("eleft essure device embedded in the left ovary"), ovarian perforation ("perforation:left ovary"), fallopian tube perforation ("the tip of the essure device may have previously perforated tube") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (ess205) (batch no. 624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had ablation when essure done/thermachoice endometrial ablation". The patient's past medical history included gallbladder disorder, anxiety disorder, endometriosis, thalassemia, breast calcifications, lung disorder, renal agenesis congenital and fibrocystic breast. Previously administered products included for an unreported indication: zomig, tizanadine, zanaflex, ferrous sulphate, topamax and tramadol. Concurrent conditions included body mass index normal and menses irregular. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced weight increased ("weight gain"). On (B)(6) 2007, 1 month after insertion of essure (ess205), the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts") and dyspareunia ("dyspareunia"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea") and perineal pain ("perineal pain"). The patient was treated with surgery (to remove the essure, hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, ovarian perforation, fallopian tube perforation, ovarian cyst, alopecia, migraine, depression, anxiety, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, headache and perineal pain outcome was unknown and the genital haemorrhage had resolved. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, ovarian perforation, perineal pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: hair loss, pelvic pain, migraines, anxiety, headache, perineal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs and mr added: reporters added. Events: embedded device, fallopian tube perforation, device monitoring error. Concomitant diseases added. Auto-narrative supplement. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("perforation:left ovary"), device dislocation ("migration of the implant / migration of essure device: left ovary") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (ess205) (batch no. 624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disorder, anxiety disorder and endometriosis. Previously administered products included for an unreported indication: zomig, tizanadine, zanaflex, ferrous sulphate, topamax and tramadol. Concurrent conditions included body mass index normal. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced weight increased ("weight gain"). On (B)(6) 2007, 1 month after insertion of essure (ess205), the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts") and dyspareunia ("dyspareunia"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea") and perineal pain ("perineal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the ovarian perforation, device dislocation, ovarian cyst, alopecia, migraine, depression, anxiety, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, headache and perineal pain outcome was unknown and the genital haemorrhage had resolved. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, ovarian perforation, perineal pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, ovarian cyst, alopecia, migraine, depression, anxiety and weight increased outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, migraine, ovarian cyst and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.